Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the article performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) concluded that the pneumothorax could have possibly resulted from an intermittent air leak from the procedure or alternatively from the patient¿s underlying emphysema, unrelated to the procedure. It is not possible to ascertain the exact causal relationship.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary segmentectomy surgical procedure and experienced a pneumothorax prior to discharge which required insertion of a pleural tube under local anesthesia. The patient required a longer ward stay as a result of the event. The event was deemed resolved on post-operative day 12 and the patient was discharged the same day. There was no report of a da vinci device malfunction. The study investigator classified the event as severe and a clavien-dindo grade iiia, not related to a da vinci device, not related to the study procedure, but having a causal relationship to the patient's underlying disease status (the patient has a history of pulmonary emphysema).